Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the worsening mr as the result of potential leaflet damage are likely related to patient morphology/pathology. Reportedly, the patient presented with thin and friable mitral valve tissues which likely contributed to the difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed due to tissue injury, occurring during device use. It was reported that the patient presented with degenerative mitral regurgitation (mr) grade 4+. The patient presented with thin and friable mitral valve tissues. One mitraclip was successfully implanted without any device issues, however, the mr remained grade 4+. There was no mr reduction. A second mitraclip, (cds0601-xtr 90102u174) advanced to the mitral valve. A couple of leaflet grasping attempts were performed without any noted difficulty, however, tissue injury occurred. Reportedly, the tissue damage occurred during use of this second clip. The cds with the un-deployed clip was removed from the anatomy without further issues. Although mr grade was graded 4+, the physician considered the mr to have worsened in severity. There was no adverse patient sequela. No additional information was provided regarding this issue.